Event description:
Tech alleged that the head is not going down and it is stuck in the up position. No pt impact.

Manufacturer narrative:
The tech found the cause to be a broken gas spring. The tech replaced the head gas spring to resolve the issue.